Manufacturer narrative:
E1 - initial reporter address 1: (B)(6). Device evaluated by MFR: the introducer sheath and the pusher wire were received for product analysis. Visual and microscopic inspections were performed, and it was observed that the pusher wire was bent and detached at heat shrink tfe tubing section. The functional could not be performed due the main coil and the pusher wire are not interlocking. Dimensional inspection of the pusher wire revealed the components were within specifications. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 25dec2024. It was reported that the coil delivery shaft was bent, and it could not be pushed into the microcatheter. A 22mm x 60cm interlock coil was selected for interventional embolization of arteriovenous malformation. After the package was opened during the procedure, the coil delivery shaft was obviously bent. The coil was pushed into the middle of the catheter; however, could not be pushed any further. The procedure was completed with another of the same device. The patient's condition following the procedure was stable. However, device analysis revealed the pusher wire was bent and detached at heat shrink tfe tubing section.